Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:analysis of the returned device identified: deformation device, creases fold, wear abrasion, brown particles and weight to the spec. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. The event of capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and capsular contracture baker grade IV.

Event description:
Physician reports capsular contracture, baker grade IV, siliconoma and rupture diagnosed by echo and then confirmed by MRI. The device was explanted and replaced. This record relates to the right side.